Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on (B)(6)2024. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 132cm cereglide 71 catheter was received contained in the decontamination pouch. Visual inspection was performed and as observed in the photos; a kink was noted on the hub side. No other damages were found on the device. Residues of dried blood were observed on the device. Microscopic inspection was performed. Under magnification, it was noted that the hub had been subjected to force, which caused the outer plastic layer to fracture, exposing the internal wires. However, the device remained in one piece connected by the internal braided wires. The issue reported that the hub connection got kinked was confirmed during the inspection. According to risk documentation hub damage during attachment/removal of hemostasis valve is a potential failure mode that can result from the handling of hemostasis valve and hub, which may result in excessive force applied, causing device damage. Devices undergo 100% inspection for exposed wire inside the hub during hub injection molding process, and 100% inspection for catheter kinks or damages during catheter loading into hoop. Thus, it is not likely that the device left the facility in a damaged condition; intra-operative factors may have contributed to the issue reported, however, with the amount of information available, a root cause cannot be established. A manufacturing record evaluation was performed for the finished device 31364338 number, and no non-conformances related to the malfunction were identified. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached as to the cause of the event reported, the instructions for use (IFU) contains the following precautions: before removing the intermediate catheter from the packaging hoop dispenser, rotate the luer on the packaging hoop 90 degrees. Gently remove the catheter and accessories from the hoop and inspect prior to use to verify that they are undamaged. Caution: do not use a catheter that has been damaged in any way. If damage is detected, replace with another catheter that is not damaged. Do not advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the device against resistance could damage the device or cause patient injury. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section d.2b: procode is nry/qjp. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. The pre-shipment photos were reviewed by the product analysis team. The review is documented below. [Photo review]: in the photos, a cereglide device was confirmed to be kinked on the hub side. There was no damage to other parts of this device. It was observed that the band was about to be torn off at about 30mm from the distal end of the hub. The purple band was cut off and connected to the hub only by the internal braided structure. The fracture looked like it had been stretched and torn to shreds. A manufacturing record evaluation was performed for the finished device 31364338 number, and no non-conformances related to the malfunction were identified. The issue reported is confirmed. This investigation was performed based only on the photo provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a mechanical thrombectomy procedure to treat an acute ischemic stroke targeting an occlusion in the distal m1 segment of the middle cerebral artery (mca), the 132cm cereglide 71 catheter (nic71132c / 31364338) was used in accordance with the instructions for use (IFU). After the balloon guide catheter (unspecified brand) approached the internal carotid artery (ica). The cereglide 71catheter and the concomitant trevo trak 21 microcatheter (stryker) were delivered. During advancement, it was reported that the hub connection part of the cereglide 71 got kinked and was no longer possible to pass the microcatheter and wires through it. The cereglide 71 was replaced with another access catheter and the recanalization was successfully achieved. Continuous flush was maintained during the procedure. There was no negative impact to the patient. On 10-oct-2024, additional information was received. The additional information confirmed that the reported issue did not result in any negative impact to the patient. There was no break in the material integrity at the site of the reported defect. On 15-oct-2024, pre-shipment photos were added to the complaint file. On 10-oct-2024, additional information was received. Per the information, the reported issue did not result in any negative impact to the patient. There was no break in the material integrity at the site of the reported defect. Based on the review of the preliminary photos included in the complaint by the affiliates, completed on 28-oct-2024, the reported issue associated with the complaint has been deemed reportable as a ¿malfunction.¿